Manufacturer narrative:
The subject device was evaluated. Device evaluation confirmed the customer reported issue. Device evaluation found there was water penetration (invasion) in the main unit imaging along with camera cable, discoloration at the electrical contacts of the video connector were also noted. Corrosion on the scope mount, wear on the main unit were noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, in the instruction manual "for safe use handling and general precautions", the following is described in the "caution" section: hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The following statement is included in the "precautions for cleaning, disinfection, and sterilization" and "warnings" in the "storage" section of the instruction manual: ·do not use the product with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Based on investigation findings, the reported phenomenon was confirmed , cracked observed resulted in water penetrated the imaging unit and it was not possible to maintain the watertightness, leading to the occurrence of leakage test failure, and water entered the inside of the main unit and camera cable, resulting in flooding of various parts affecting the circuitry of the device resulted in component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of "crack" on the device and repair was requested. There was no patient impact, no harm reported due to the event.